Event description:
Re: suspected over-infusion of flogard 6201 volumetric infusion pump. On 04/18/2012 at 20:00 hours, staff set the flogard 6201 volumetric infusion pump to infuse 400ml of IV medication at the rate of 20ml/hr. Two hours later at 22:00 hours, staff was to increase the rate to 40ml/hr. Staff noticed at 22:00 hours that the volume of medication hanging was approx 100ml. There should be 360ml left. The infusion pump indicated there was 360ml left to infuse. Two staff witnessed the incident and pharmacy confirmed there was 400ml volume of medication at 20:00 hours. There was no injury or adverse outcome to the pt. The facility's bio-med department ran tests on the flogard 6201 volumetric infusion pump and there was no issue found. The manufacturer was notified of the incident and the facility requested further analysis of the machine.